Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cap not on during reprocessing was completed with the different procedure from the instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the bending section cover was torn. The additional evaluation findings were as follows: the bending section cover was leaking, the plastic distal end cover was burnt, the bending section cover glue was cracked and there was a stain on the image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the oes cystonephrofiberscope's rubber blew up because the cap was not on during sterilization. The issue was found during preparation for a diagnostic procedure. There were no reports of patient harm.